Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. There was no damage noted to the marker lumen and polyimide tubing. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Correction: h6- medical device problem code 1354 was removed.

Event description:
It was reported that this was a closure of the common femoral vein using a prostyle device after an interventional cardiac ablation procedure with an 8f sheath. Reportedly, the device was successfully pre-flushed with saline prior to the procedure; however, when it was advanced into the anatomy no blood flow was observed at the marker lumen. The device was then removed from the anatomy and flushed with saline again. After re-insertion, blood flow was still not observed but air was confirmed by the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.